Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had motor error alarm. It was reported that the customer's blood glucose level was 240mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. We were unable to confirm motor error alarm and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.